Event description:
The reporter states that the customer obtained a 275 mg/dl and 92 mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states that the customer obtained an add'l comparison with the blood glucose result of 275 mg/dl on the accu-chek advantage meter in comparison to a lab result of 82 mg/dl. On both occasions, test results were obtained within 10 mins. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent and return requested.